Event description:
Voluntary medwatch received states it was reported that the patient was found nonresponsive. Device interrogation revealed unspecified oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.